Event description:
The customer reported to olympus, the video system center had an e315 unsupported scope error. The issue was found during preparation for use of an unspecified procedure. The procedure was completed by switching to a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned but evaluated by olympus staff. The evaluation found after reseating the maj-1933 cable on both sides the image came back up and the e315 error was cleared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. The device was not evaluated by olympus staff. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified for the complained device; however, the investigation suggests the malfunction can be related to a connection failure of maj-1933 because it was reported that image came back and e315 was resolved by replacing maj-1933 cable. Olympus will continue to monitor field performance for this device.